Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified subclavian vein. An 8.0mmx60mmx135cm (4f) sterling¿ balloon catheter was advanced for pre-dilation. However, on the first inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with an 8x4 sterling¿ balloon catheter. No patient complications were reported and the patient¿s condition post procedure was good.